Manufacturer narrative:
B3: exact date unknown, event occurred six weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2208700 model: sc-2208-70 serial: (B)(6). Batch: 144761.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Sc-1110 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.